Manufacturer narrative:
At this time, no samples or photos have been returned, so the alleged complaint could not be confirmed. A review of the device history record and inspection records was conducted and no similar concerns were found. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
The doctors made 3 biopsies 33 mm. After that he wanted to retrieve the biopince but it was blocked in the breast. Only once he had pull with force the system came out but a piece stayed inside the nodule which will be operated.

Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The returned device was visually inspected and it was noted that the cannula tips and the pincer were intact and whole. Additionally, no other components of the needle or the device body were missing a piece. Furthermore, the device was fired several times and no indication of any issue was detected; therefore, the reported condition could not be confirmed as the device was found conforming to specifications. Since the condition reported through this complaint could not be confirmed, corrective actions are not required at this time.